Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that when placing the implant the bone wall fractured, implant had to be removed and graft was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of debris about the threads, collar, and cover screw. The product matched print specifications where measured against production drawing. The reported product was located on an unknown tooth site and was removed the same day as placement. The event could not be recreated due to the nature of the event (medical conditions). The customer has not provided additional pictures or x-ray images of the implant site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that when placing the implant the bone wall fractured, implant had to be removed and graft was placed. The reported complaint could not be verified with the information provided and following evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes

Event description:
No further event information is available at the time of this report.